Event description:
The customer reported to olympus, during a routine check, the technician indicated the high-definition lcd monitor could not power up. There was no patient involvement in this event.

Manufacturer narrative:
The subject device has not been returned to olympus for evaluation. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus and inspected. The reported phenomenon was confirmed. Based on the results of the investigation, monitor does not power up due to faulty printed circuit board. As to the cause of the faulty g1 board, the board seemed to have been broken due to overcurrent caused by the power environment of the facility or due to a failure caused by use during fumigation or storage. It was also noted that the below phenomena were also found during the investigation: (2) scratches on the screen, ins sheet for g1 board and bi board found deformed, screws cannot be secured on the lcd frame, cracks on the power switch, shield plate is broken, dvi port is deformed, cable is deformed, rear cover is damaged, bezel is damaged, keypad is deformed, outer screws are missing, power switch is broken and ground terminal failure. Per the legal manufacturer, the other device defects found have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.